Event description:
It was reported that there was flaky debris found inside the cutter blade upon opening the package. The account proceeded to use a different cutter from a different box. The device was in normal storage condition and there was no trauma to the packaging.

Manufacturer narrative:
Additional information will be provided once investigation is completed.